Event description:
It was reported that the patients ipg does not hold a charge. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted device will not be returned per facility policy.